Event description:
It was reported that the device was detecting false bradycardia episodes due to undersensing of premature ventricular contractions. It was also reported that the device sensitivity was previously reprogrammed due to the undersensing. The device sensitivity and bradycardia detections were reprogrammed again and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.